Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding the device being defective was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: regarding the defective robotic arms that were returned, we are unable to provide detailed explanations on the specific malfunction. The instruments were identified by or staff as not functioning properly prior to a case and were set aside for return. Once collected, they were shipped back for evaluation.